Event description:
It was reported that during a composite resection and mandidulectomy with free flap procedure the surgeon was used three devices during the procedure that did not feed into the jaws correctly. He stated that many vessels were cut by the jaws and there no clips were applied to the vessels. There was little information regarding the procedure provided. The three devices were left in a bag for the analysis coordinator. There was no reported bleeding or how the procedure was completed. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to verify the condition of the internal components, the device was disassembled and no anomalies were noted. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.